Event description:
The pt stated that in 2007, he lost consciousness due to low blood glucose and was taken to the hosp. He state that his blood glucose measured 208 mg/dl at lunchtime and he bolused 10 units of insulin. At 2pm his blood glucose measured 180 mg/dl and he bolused 4 units of insulin. At 4:15 pm the pt stated that he was in a restaurant and began to feel bad. His blood glucose measured 72 mg/dl and he ate cookies and drank 2 glasses of cola. His blood glucose then lowered to 69 mg/dl and he ate 4 pieces of dextrose and then state that he does not remember anything after this. His wife called the ambulance and his blood glucose measured over 600 mg/dl and then 387 mg/dl 10 minutes later. The pt spent one night in the hosp. The pt's normal blood glucose range is 80-150 mg/dl. No further info is available regarding actions taken by the pt. Product was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplement report.